Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation and presented for follow-up in backup vvi mode. The patient's presenting rhythm was 67.5 ppm. Due to low battery status further troubleshooting could not be performed. Device replacement would be scheduled.